Event description:
Customer stated the instrument is leaking from a fitting above the probe.

Manufacturer narrative:
The customer stated the instrument is leaking from the green fitting at the top of the probe. There were no erroneous pt results generated or reported out of the lab. There was no exposure and no injuries associated with the leak. Iris field service engineer was sent to the customer location and replaced tubing and the ebv valve to resolve the issue. Controls were run and the controls were passing. The system was operational.